Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the set leaked at the silicone segment just below the upper fitment about 2 hours after the start of an infusion of cyclosporine 105 mg/100 ml d5w; the vtbi showed 65 ml remaining but the bag was noted to be empty. The patient was not able to receive the full dose and an unscheduled recheck of the cyclosporine level was done. The patient was exposed to the drug but no specific injury to the patient was reported.